Manufacturer narrative:
This was an elderly male pt, with cardiac disease. Five requests to facility's risk mgr failed to result in any additional info about the event. The customer did not believe that prisma machine that was used on this pt was in any way responsible for the pt's death. Gambro has found no evidence to suggest that it's device caused or contributed to this event. A gambro technical service rep inspected the machine and was unable to duplicate the reported condition. The rep verified that the device was functioning correctly. Gambro does not regard the submittal of this report as an admission of liability.